Event description:
The patient had a concomitant surgical procedure of aortic valve replacement, coronary artery bypass grafting and reconstruction of ascending aorta with 28nn interposition graft through sternotomy. During the same procedure a cryoflex probe powered by a cryoconsole, and a cardioblate bp2 clamp and cardioblate maps pen powered by a cardioblate generator were used. The left atriotomy was incised, amputated and sutured. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block was not performed, as coronary artery bypass after maze unable to access pulmonary vein. Approximately 7 days post procedure the patient experienced ventricular escape rhythm underlying pacer after going into atrial fibrillation. The patient status was recovered/resolved two days later. The adverse event was deemed by the site possibly related to cardioblate bp2 clamp, cryoflex probe, concomitant procedure and study procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.